Event description:
It was reported that the user¿s insulin delivery was manually paused while glucose was 129 mg/dl, after which the user experienced a low of 60 mg/dl for about 12 minutes without symptoms and subsequently overtreated the low with a sleeve of peanut butter cookies/crackers, leading to hyperglycemia up to 266 mg/dl until levels began returning toward range; insulin remained paused until early morning when it was unpaused. Symptoms included hypoglycemia and hyperglycemia without reported clinical sequelae. Outcomes included medication intervention in the form of oral glucose intake. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure related to insulin pausing and treatment of lows, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.